Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received insulin flow blocked alarm during fixed prime. The customer's had high blood glucose was 400 mg/dl at the time of incident and treated it with syringe. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit passed the rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to confirm insulin flow blocked alarm or perform displacement test, occlusion test or lock reservoir in place due to missing retainer. Unit was received with minor scratched lcd window, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case.